Manufacturer narrative:
Unknown taper. To date, the device associated with this complaint remains implanted, but is scheduled for explant. The reporter of the event was asked to return the product for analysis once explanted, and to indicate product serial number and catalog. The reporter indicated the device would not be returned, and the serial and catalog number were unknown. Without the device or any additional device information, the taper type associated with this complaint cannot be determined. The reporter was asked for further information regarding the event, including patient age, diagnostic testing, and device information. To date, no further information has been received. This event was reported by the patient, and apollo is unable to confirm the events with the patient's physician, or request additional information. Device labeling addresses possible outcomes of leak(s) as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient reported that their lap-band system has a leaking port. The patient is scheduled to have the port replaced in one month. The patient also reported they have had a prior port leak that was replaced three years ago, and had a band slip 6 years ago. This report is for the current port leak. The additional events of a prior port leak and band slip are captured in mw #3006722112-2015-00592 and mw #3006722112-2015-00593.